Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical study representative reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 499 mg/dl at the time of incident. Customer had abdominal pain related to constipation and blood glucose improved after the infusion set change. The device will not be returned for analysis.